Event description:
Caller alleged discrepant results compared with the doctor's meter. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.1; reference: 2.6, 2.1; mean: 3.93; confidence limits: 2.3-5.7. Greater than 7.5 inr result was excluded from comparison test since no exact value was reported. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. No product is expected to be returned. Retained strip testing performed on (B)(4) 2011 revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot# 247451: donor 1: inratio: 2.2, inratio: 2.1; inratio: 2.3; ref: 1.97; bias threshold: 1.47-2.47. Donor 2: 4.2, 3.7, 4.2, 2.91, 1.91-3.91. The minimum two out of three replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code 62935 which brick lot #237418 was assigned and packaged into two strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate below total complaint action threshold of (B)(4), no further action is required. No corrective action required at this time as no product deficiency was established.